Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. The device was prepped per instruction for use (IFU) guidelines. There were no problems with establish final arm angle (efaa) checks during prep. During the first efaa check of the procedure, the clip opened from completely close to 120 degrees. To troubleshoot, the clip was unlocked and opened to confirm leaflet insertion. The clip was locked at 60 degrees and the closed completely. Another efaa check was done and the lock did not hold. The clip was then fully inverted and removed from the anatomy without event. A replacement completed the procedure. The mr was reduced to grade 1+. There were no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.